Event description:
It was reported that bd ultrasafe passive x-series needle guard syringe had needle retraction failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
The customer issued a complaint for a malfunctioned device detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Batch is unknown. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
Date of event: unknown. PMA/510(k)#: k011369, k122558. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe had needle retraction failure. No serious injury or medical intervention was reported.